Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain had not resolved and the menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain") in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's previously administered products included for an unreported indication: mirena iud and acetaminophen. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 year after insertion of essure. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced depression ("depression"). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced migraine ("migraines") and headache ("migraines / headaches"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues") and back pain ("lower back pain"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, headache and back pain had resolved and the menstrual disorder, depression, dyspareunia and migraine outcome was unknown. The reporter considered back pain, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion date discrepancy-(B)(6) 2009. Most recent follow-up information incorporated above includes: on 27-nov-2018: plaintiff fact sheet received. Events migraines, headaches, dyspareunia & dysmenorrhea were added. Historical & concomitant conditions drugs were added. Product, patient & reporter information updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pain') in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's previously administered products included for an unreported indication: mirena iud and acetaminophen. Concurrent conditions included chest heaviness. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"), 2 months 7 days after insertion of essure. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced depression ("depression"). On (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("migraines / headaches"). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), back pain ("lower back pain"), anxiety ("anxiety") and abdominal pain ("abdominal pain"). The patient was treated with acetylsalicylic acid (aspirin), glyceryl trinitrate (nitroglycerin) and surgery (underwent a total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, headache and back pain had resolved and the menstrual disorder, depression, dyspareunia, migraine, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion date discrepancy- (B)(6) 2009 and removal date discrepancy- (B)(6) 2014 trailing coils- left-4, right-3. Most recent follow-up information incorporated above includes: on 13-apr-2021: mr received : reporter added, rcc updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain") in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's previously administered products included for an unreported indication: mirena iud and acetaminophen. Concurrent conditions included chest heaviness. Concomitant products included paracetamol (acetaminophen). On (B)(6)2008, the patient had essure inserted. On (B)(6)2009, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 year after insertion of essure. In (B)(6)2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2010, the patient experienced depression ("depression"). On (B)(6)2011, the patient experienced migraine ("migraines") and headache ("migraines / headaches"). On (B)(6)2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), back pain ("lower back pain"), anxiety ("anxiety") and abdominal pain ("abdominal pain"). The patient was treated with acetylsalicylic acid (aspirin), glyceryl trinitrate (nitroglycerin) and surgery (underwent a total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, headache and back pain had resolved and the menstrual disorder, depression, dyspareunia, migraine, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion date discrepancy-(B)(6) 2009 and removal date discrepancy-(B)(6)2014 . Most recent follow-up information incorporated above includes: on 14-feb-2019: plaintiff fact sheet - new event anxiety, abdominal pain were added. Treatment drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report..

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". Concomitant products included paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2010, the patient experienced depression ("depression"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain had resolved and the menstrual disorder, vaginal haemorrhage, menorrhagia and depression outcome was unknown. The reporter considered depression, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion date discrepancy: 2(B)(6) 2009. Most recent follow-up information incorporated above includes: on 6-sep-2018: pfs and medical record received:the event abnormal vaginal bleeding, menorrhagia, depression, essure confirmation test not done added. Reporters added. Event outcome pelvic pain changed not recovered to recovered,concomitant medication added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.